Event description:
It was reported that noise was observe on the ventricular channel, which resulted in the delivery of inappropriate therapy. Technical services discussed that the noise is indicative of lead damage. As a result, the lead will be scheduled for explant and replacement.